Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. All conductors were distorted, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and damaged at implant.

Event description:
It was reported that during implantation the distal part of the lead was twisted. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.